Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead displayed a red alert for high out of range pacing impedance measurements. Subsequently, additional information was received that this rv lead had high impedance measurements since implant. The system was checked and all parameters were stable and within normal limits. The physician indicated this red alert was not unexpected. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.